Event description:
Caller reported that the t:slim x2 pump battery would not charge properly. There was no adverse impact to the customer's blood glucose level. The customer tried various solutions and found the charging connection unstable, necessitating holding the cable in place. It was determined the usb port was visibly damaged. Technical support decided to replace the pump, ensuring the customer knew how to store and return the problematic pump, and instructed them on receiving the replacement. The customer acknowledged understanding these instructions.